Event description:
It was reported that during a cystoprostatectomy procedure, the doctor was busy using a disposable device when, after a while, it suddenly malfunctioned. After reconnecting and testing the device, they thought the device was faulty and subsequently opened up another disposable device to find the device not working as well. The theatre staff contacted the rep to try and sort the problem out. Due to the locale of the rep, the rep only managed to get to the hosp 45 minutes after the call. On arrival, he determined that the handpiece was malfunctioning and subsequently collected another handpiece from another hosp in the area. Once connected and the test done, the harmonic functioned as normal for the remainder of the procedure. The procedure was extended by 90 minutes. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and found to be functional. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may have lead for activation issues to occur.